Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the true metrix test strips cannot always be fully inserted into the true metrix meter; customer stated they get "hung up" and cannot be fully inserted. During the call the customer attempted to insert a test strip, and it fit into the meter port. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - per internal procedure, only test strip return expected. Return meter scrapped. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 02-dec-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.